Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier instrument did not align and the clips would not engage/lock. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.